Event description:
Reporter alleged blood glucose measured 292 mg/dl back to back with a result of 114 mg/dl, when testing was performed 4 minutes apart. Customer stated having no symptoms at the time of the comparison and, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.